Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, in-house contour plus meter was tested with the in-house contour plus test strips from lot # 8clhc01a, which gave satisfactory performance. Malfunction was checked off as type of reportable event in the first supplemental report. The correct type of report is serious injury and has been corrected with this information.

Manufacturer narrative:
Based on the additional event information received, patient code have been updated. The customer also clarified that he did not pass out and his loss of vision could have been related to his current cataract condition.

Event description:
The customer from brazil reported that he obtained erratic readings on the contour plus meter. The specific readings associated with this event were not provided. Based on the erratic readings, the customer took 35 units of insulin in the morning and started experiencing hypoglycemic symptoms such as shakiness, blurred vision, dizziness, sweating, weakness, and slow breathing. He took insulin based on his doctor's recommendation. The customer drank soda, ate chocolate and cinnamon candies to raise his blood sugar levels, after which he felt better. The customer indicated that he still has blurry vision, however that could be due to his current cataract condition.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained erratic readings on the contour plus meter. The customer stated that due to erratic readings, he passed out and lost his vision. The specific readings associated with this event were not provided. No further event details were provided by the customer. The customer was offered replacement product and was advised to return the product for evaluation. The customer declined the replacement offer and sending the products back for evaluation.